Manufacturer narrative:
Follow-up #1: date of submission 09/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2015 with the following findings: unable to investigate complaint of unusual issue; pump powers up to blank screen. The pump was opened; evidence of moisture found internally in cover, on the main pcb and on the transceiver. Review of bb shows on 2015-(B)(4); 19:10 eaw 0x58 (88d), watchdog died. The pump was not running after 2015-(B)(4); 23:57.3) returned battery cap used to perform investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter alleged that the pump was ¿not working properly¿. An attempt to contact the patient has been made. There was no further information regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.